Event description:
Boston scientific became aware of an event involving the hot axios stent and electrocautery-enhanced delivery system through the article "safety and efficacy of eus-guided pelvic abscess drainage with lumen-apposing metal stents for complicated acute diverticulitis" by andrea lisotti, et al. Per the article, 66 patients with complicated acute diverticulitis were evaluated across three referral centers between january 2019 and june 2023. Following multidisciplinary assessment, 53 patients underwent eus-guided pelvic abscess drainage using a hot axios lumen-apposing metal stent, typically when percutaneous drainage was contraindicated, not feasible, or unsuccessful. All patients received systemic antibiotics, and some were on anticoagulant or antiplatelet therapy. Procedures were performed under conscious sedation, deep sedation, or general anesthesia. A small number of technical failures occurred due to anatomical factors, with some of these patients subsequently requiring urgent or elective surgery. Please refer to the referenced article for full clinical details and the complete listing of physicians and healthcare facilities. Note: it was reported that the axios stent were implanted for the use of draining abscess. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be implanted for draining abscess.

Manufacturer narrative:
Block b3: date of event not provided. However, january 1st, 2019, was selected as the estimated event date because the information in the article was studied between january 2019 and june 2023. Block d4, h4: the complainant was unable to provide the complaint device upn and/or lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2 literature source: andrea lisotti, francesca derrico, pietro fusaroli, francesco decembrino, graziella masciangelo, tawfik khoury, giovanni barbara, sarah leblanc, vincent lepilliez, bertrand napoleon, gianfranco donatelli, et al. "Safety and efficacy of eus-guided pelvic abscess drainage with lumen-apposing metal stents for complicated acute diverticulitis". Gastrointestinal endoscopy (2025). Https://doi.org/10.1016/j.gie.2025.02.003. Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f19 captures the reportable event of surgical intervention.